Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not working intermittently. It was noted that there was a burn mark on the lcd screen. The issues were noted prior to patient use. Although requested, additional information was not provided.

Manufacturer narrative:
The reported issue of defective pcu (8015) keypad resulting in the devices not working intermittently and a burn mark on the lcd screen could not be confirmed as no product returned for investigation. Device history record: a review of the device history record showed the device had a manufacture date of 09may2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not working intermittently. It was noted that there was a burn mark on the lcd screen. The issues were noted prior to patient use. Although requested, additional information was not provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not working intermittently. It was noted that there was a burn mark on the lcd screen. The issues were noted prior to patient use.